Event description:
Subsequent to bilateral breast augmentation, developed some systemic symptoms & also problems with capsule contraction & hardening. Admitted for removal of implants & surrounding capsule & replacement with a submuscular placement of saline implants. Procedure: bilateral removal of capsules. Bilateral removal of breast implants (intact) & placement of submuscular implants.